Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix eva tpn bags were cloudy after compounding. This event occurred during preparation of the device. The technical service representative (tsr) had the customer change the valve set and reprime twice. The bag was still cloudy. The customer switched to a different sterile water for infusion bag and the eva tpn bag came out clear. There was no patient involvement. No additional information is available.